Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has blood sugars that re ove 600 mg/dl. The customer's father treated with an insulin pen. The customer's blood sugar came down to 200 mg/dl. The father changed the infusion set and the cannula appeared to be fine. A high pressure test was ran and passed. The customer feels nausea. The customer's current blood sugar is 380 mg/dl. Troubleshooting was performed. The customer's blood sugar was 311 mg/dl. The customer declined to check for site or insulin issues.